Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell with the pump clipped to their belt, and the pump touch screen became shattered. Customer is unable to see anything on the touch screen due to the shatter. Customer's blood glucose was 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.